Event description:
It was reported that the lens was inserted and removed intra-op from the patient's right eye because the lens moved anteriorly and the capsule broke. A vitrectomy was performed and another model lens was implanted. The incision was enlarged and sutures were placed. Please reference MDR# 1119279-2014-00039 for the intraocular lens used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.